Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic rectosigmoidectomy, on colorectal anastomosis, a fistula opened. It was necessary to re-operate and over sew to close the fistula that opened. The fistula was discovered 24 hours after the surgery. It was also noted that the anvil could not be titled after firing. Patient hospitalization was extended for at least a week. Tissue damage also resulted from the opened a fistula on the anastomosis. The surgeon completed the case normally, the problem appeared in postoperative period.